Event description:
It was reported to boston scientific corporation that a c.r.e. Wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilatation of the pylorus procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the balloon kinked during advancement through the scope and would not exit at the head of the scope. The device was withdrawn and the procedure was completed with another of the same device. Follow up indicates that a silicon spray and vacuum were not applied or maintained during advancement through the scope and the physician felt resistance. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Per email received for the (B) (6) study: this patient was admitted for acute coronary syndrome (acs) approximately 18 hours post onset of symptoms. Pre-procedure cardiac enzyme levels were elevated: ck 299, ck-mb, troponin 1.14. Angiography revealed three-vessel coronary artery disease. The target lesion was a de novo, 90%, 15 mm, b1 type stenosis in the proximal lad. The lesion was predilated with a 3.5 x 10 mm durastar ptca catheter inflated to 18 atms. A 3.0 x 18 mm cypher stent was deployed at the target site to 18 atms. There was no dissection noted and the final residual was 0%. Peak ck-md @ approximately 16-24 hours post procedure peaked to 232. Following the procedure, the patient experienced ventricular fibrillation. The patient was defibrillated with 200 joules. No angiogram was performed to evaluate the cypher stent.

Manufacturer narrative:
A patient from the (B)(4) study experienced ventricular fibrillation (v-fib) post implantation of a cypher stent. Successfully defibrillation was conducted and a myocardial infarction was reported due to elevated cardiac enzymes. Past medical history that may have increased this patient's risk for mace includes hyperlipidaemia, hypertension, obesity, and a family history of cad. The patient was admitted with unstable angina/acute coronary syndrome after several days of increasing symptoms. The patient was ruled in for mi via cardiac enzymes and was taken for cardiac cath approximately 16-17 hours after admission to the ER. Cardiac catheterization revealed a 90% stenosis in the proximal lad, a 50% stenosis in the mid lad, a 60% stenosis in the 2nd obtuse marginal branch, a 75% stenosis in the proximal rc and a 100% stenosis in the distal rca. It was felt that the distal rca was the most likely culprit for the patient¿s recent mi; however, the decision was made to treat the stenosis in the proximal lad. Access was via the right femoral artery. A 6fr jl4.5 guider was used to cannulate the vessel. A prowater 300cm ptca wire was advanced beyond the lesion. The target was predilated with a 2.5 x 15mm apex balloon inflated to 18 atms. A 3.0 x 18mm cypher stent was positioned in the proximal lad and was deployed to 12 atms . The stent was post dilated with a durastar balloon inflated to 18 atms. Following stent implantation there was 0% residual stenosis and no evidence of dissection. The procedure was concluded and the patient was taken for post procedure recovery. The procedure ended at 17:22. Approximately three hours post procedure, when the sheath was pulled from the right femoral artery, the patient experienced a wide complex tachyarrhythmia, which deteriorated into ventricular fibrillation. A code was called. The patient was defibrillated with 200 joules and regular sinus rhythm was restored at a rate of 94 bpm. Patient had sonorous breathing at a rate of 6. The patient was supported with ambu/mask ventilation. The event lasted approximately two minutes and the patient began to lift his head and respond. His blood pressure, rhythm and respirations stabilized. The patient underwent CT scan of the head, which was negative. The patient was moved to the cardiac care unit for observation. Approximately two hours later, a coronary angiography was performed and confirmed that the previously placed cypher stent was widely patent and there was no evidence of thrombus, spasm or decreased flow through the stented vessel. There were no changes noted in the coronary anatomy noted from the previous study four hours earlier. The next day, measurement of cardiac enzymes were: ck = 1030, ck-mb = 125, t1 = 19.5 and decreasing after that. The elevated enzymes after the procedure and post defibrillation were reported as a myocardial infarction. Two days post index procedure, the patient was taken for elelctrophysiology study. The findings were: sa node assessment, not clinically relevant; normal av node conduction; normal infra-hisian conduction; no inducible supraventricular tachycardia; no inducible ventricular tachycardia. The patient was hemodynamically stable throughout the procedure. While there was no inducible tachycardia, it was felt that the patient was at high risk for sudden death due to existing, untreated cad and a previous episode of unexplained ventricular fibrillation. Therefore, a single chamber ICD was implanted during the same procedure. The patient was discharged home in stable condition five days post index procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cardiac arrhythmias are potential adverse events associated with coronary artery stenting. Based on the information provided, the elevated cardiac enzymes and diagnosis of mi post cypher stent implantation could be related to the acute coronary syndrome presentation and defibrillation performed. Cardiac biochemical markers play a central role in the diagnosis of acute myocardial infarction. However, cardioversion, defibrillation, or other skeletal muscle injury may induce similar enzyme changes as myocardial infarction. Ventricular fibrillation is associated with acute ischemic events (ischemia involves the deprivation of oxygenated blood to an area of tissue), and with chronic ischemic heart disease. ICD implant is recommended as initial therapy in survivors of cardiac arrest due to ventricular fibrillation or hemodynamically unstable ventricular tachycardia. Because the actual cause of v-fib is unknown, it is not possible to draw a conclusion about a clinical relationship between the device and this event. However, the patient's acute presentation with coronary syndrome, risk factors present in his medical history and pre-existent 3 vessel-disease may have contributed to these events.